Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) and engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The trocar was received with a dent at the distal end and the cannula was also received with damage at the distal end. The circular and envelope seals of the trocar were intact and the device passed a leak test. It was difficult to insert the trocar through the cannula likely due to the dented trocar. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the obturator was difficult to push into the cannula. There was a slight dent visible on the metal shaft close to the optical tip. To correct the condition, they opened a new product.

Manufacturer narrative:
(B)(4).